Event description:
It was reported that the pump's usb port was bent and melted which resulted in difficulties charging the pump and the pump shutting down. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.